Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please provide specific number of devices that had issue in this procedure. Were multiple procedures involved? The mlj845 product was unpacked but the needle was separated and the professor was angry and instructed to collect the products. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences. Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Event description:
It was reported that a patient underwent a liver transplant procedure on an unknown date and suture was used. The needle and thread were separated during use. The surgeon has been using this product for a long time. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Device evaluation summary: fifty sealed boxes and one unopened samples of product code (B)(4)., lot # mlj845 were returned for analysis. During the visual inspection of thirty two unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.